Event description:
A peritoneal dialysis (pd patient reported the cycler prompted with m31 air detected in cassette messages during drain 7 of 9 of treatment and treatment was cancelled. When the patient took the cassette out, they stated fluid leaked out of the cassette door. The film on the back of the cassette was not loose. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette door. The patient stated they already had a return kit and placed the cassette in the bag for return. The patient was advised to use the cycler as long as the fluid has subsided and advised the patient if any alarms occurred to call when they're occurring live. Upon follow-up, the pdrn stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked out from the cassette door area. The pdrn stated the patient had reported the cycler prompted with multiple m31 air detected in cassette messages during drain 7 of 9 of treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was brought to the clinic and was available to be returned for investigation and already had return shipping materials for sample return.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd patient reported the cycler prompted with m31 air detected in cassette messages during drain 7 of 9 of treatment and treatment was cancelled. When the patient took the cassette out, they stated fluid leaked out of the cassette door. The film on the back of the cassette was not loose. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette door. The patient stated they already had a return kit and placed the cassette in the bag for return. The patient was advised to use the cycler as long as the fluid has subsided and advised the patient if any alarms occurred to call when they're occurring live. Upon follow-up, the pdrn stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked out from the cassette door area. The pdrn stated the patient had reported the cycler prompted with multiple m31 air detected in cassette messages during drain 7 of 9 of treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was brought to the clinic and was available to be returned for investigation and already had return shipping materials for sample return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.